Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 4068010 232-03-03 - optetrak asy, cr porous femoral, sz 3, right 4175726 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t.

Event description:
It was report that this patient 's right knee was revised approximately 7.5 year post op. Patient stated experiencing pain and inflammation in 2020. Including joint spill and polyethylene asymmetry. There was mild impact to the tibial plate at this time. Revision occurred on (B)(6) 2021 due to synovitis and severe impact to the tibial plateau. Patient outcome unknown. No images or x-rays provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect: clinical code, investigation findings, investigation conclusions.